Manufacturer narrative:
Follow-up with the surgeon found that the bur was being used for a frontal sinus drill out and had difficulty inserting the bur into the patient¿s anatomy due to the length and size of the selected bur. All three of the burs broke immediately upon being powered on. It was noted that the size of the bur used was too large for the frontal recess. This may have been a contributing factor to the excessive pressure applied during drill start-up. (B)(4).

Event description:
Follow-up with the surgeon found that the bur was being used for a frontal sinus drill out and had difficulty inserting the bur into the patient's anatomy due to the length and size of the selected bur. All three of the burs broke immediately upon being powered on. It was noted that the size of the bur used was too large for the frontal recess. This may have been a contributing factor to the excessive pressure applied during drill start-up. The doctor said the nurses took the burs and he thought the risk manager had them. The burs were new and right out of the package. There were no fragments and no patient injury.

Manufacturer narrative:
Additional information has been requested but not yet received. This device is used for therapeutic purposes. All reported blades are same product #(B)(4) and lot #0208772777. (B)(6). (B)(4).

Event description:
Re: subject report number: (B)(4) the report was received on september 29, 2015, reporting the following information: on july 9, 2015, "when drilling the frontal sinus with the high speed curved diamond bur ((B)(4)), the bur neck broke while using it. All parts retrieved out of nose. New high speed curved diamond bur ((B)(4)) was opened. The bur neck broke again while using. All parts retrieved out of nose. New high speed curved diamond bur ((B)(4)) was opened. The bur broke in half inside while using it. New high speed curved diamond bur ((B)(4)) was opened (4th one). The 4th one was used and did not break. All high speed curved diamond burs ((B)(4)) that were opened had a lot# of 0208772777. Medtronic microdebrider machine was taken out of service." There was no known patient impact or consequence to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.